Manufacturer narrative:
Ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic rn contacted boston scientific's technical services (ts) on (B)(6) 2009 to report that this competitor device (implanted in (B)(6) 2009) and bsc lead system recorded (over carelink) increasing pacing thresholds (5.0 volts at 1.0 ms) and pacing impedances (1482 ohms). During (B)(6) 2009 procedure, the chronic right ventricular (rv) defibrillation lead was checked and normal pacing threshold (0.4 volts at 0.5 ms) and pacing impedance (571 ohms) were recorded. Measured r-waves have been consistent. The patient was scheduled for an in-clinic follow-up. Technical services recommended a chest xray to verify lead position and additional troubleshooting tests. Subsequently, boston scientific received information that this clinic rn contacted ts on (B)(6) 2009 to report that r-wave measurements have remained stable at 8.5 mv, however, the pacing thresholds have increased. Additionally, a > 3000 ohms pacing impedance measurement has been recorded. The patient was undergoing an invasive assessment and the clinical rn asked if this lead was included in any advisories. No additional information was reported. Technical services informed the clinic rn that the lead was not included in any advisory. The available information suggested that this lead remained in-service. Subsequently, boston scientific received information in (B)(6) 2014 from a physician based on bsc's review of a journal article that the root cause of the clinical observations weer the result of a set screw issue on the competitor device. The bsc rv defibrillation lead remained in-service and no additional carlink alerts were declared. Additionally, boston scientific received information that this patient had died in (B)(6) 2013. There were no reported allegations of lead malfunction or that the use of the lead caused or contributed to the patient's death.